Event description:
It was reported that in late 2006, the pt had increased spasticity. The hcp also noted a volume discrepancy with more drug in the pump than was expected. Approx five months later,the catheter was checked under an x-ray and was o.k. A rotor test was also performed under x-ray at this time and was o.k. A 50 mcg bolus showed effectiveness. Five months later at the pump refill, another volume discrepancy was noted with an expected reservoir volume of 6ml and an actual reservoir volume of 18ml. The pump was explanted. The pt outcome was not reported.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.